Event description:
Caller reported a cgm error 42 related to a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.